Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 4.1, lab: 2.89. Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009, inratio: 5.5., date: (B)(6) 2009, inratio: 1.6, date: (B)(6) 2009, inratio: 3.1.

Manufacturer narrative:
Investigation pending.